Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00463, 3012447612-2017-00464, 3012447612-2017-00465, and 3012447612-2017-00496.

Event description:
It was reported that five blade assemblies were found stripped during a routine inspection. There were no surgical or patient impacts associated with this event. This is report five of five for this event.